Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with black rubbery and translucid gelatinous foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and no reported deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was received at olympus for evaluation. Upon evaluation, it was noted that the nozzle is clogged by a black rubbery material and a translucid gelatinous material. Additional findings included: air/water flow issues; bending section cover adhesive separated; light guide lens cracked; ccd-cover lens cracked; bending angulations out of specifications; scope cover deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis lucera elite gastrointestinal videoscope that the insufflation was noted too weak despite the replacement of the piston. This report is being submitted for the nozzle clogged by a black rubbery material and a translucid gelatinous material, which was found during evaluation. There was no patient harm or user injury reported due to the event. Attempts to retrieve additional information from the customer are in progress.